Event description:
The customer reported that the 840 ventilator was inoperable. There was no patient involvement. Customer reported that the malfunction was caused by cracked o2 sensor. Covidien not authorized to evaluate the device. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).